Event description:
Reporter indicated a vns patient high lead impedance on diagnostic testing. The physician did not see lead break or pin disconnect on x-ray and stated the generator is not near end of service; however, he suspects "the wire has moved out of the connection with the battery." It is unknown when last good system diagnostics were received. The physician is not aware of any trauma or patient manipulation that could have caused the high impedance. The patient has also reported increased seizures. The patient's pre-vns baseline is unknown. Manufacturer reviewed x-ray and the lead connector pin appeared to be fully inserted into the generator connector block. A portion of the lead was behind the generator and could not be assessed. There were no gross fractures or discontinuities visualized. There was a potential acute angle near the anchor tether but this can not be conclusively stated as only the pa view was available. We were unable to assess if the lead wires were intact at the connector pin due to poor image contrast. Good faith attempts to obtain additional info have been unsuccessful to date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the MFR, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.